Manufacturer narrative:
The investigation is currently in progress. Steris has requested that the smartband safegrip multi-band ligation kit be returned for evaluation. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure, the cord that deploys bands through their smartband safegrip multi-band ligation kit broke. No report of injury.